Event description:
Additional information received reported that the patient¿s replacement did occur and she was receiving adequate stimulation post operatively.

Event description:
It was reported that there were telemetry issues together with eos / eol (end of service / end of life) message. It was reported that the stimulation had stopped working. Interrogation was done with clinician programmer and it indicated discharge. It was reported that once charging with insr (implantable neurostimulator recharger) was attempted and it indicated eos. It was stated that overdischarge had occurred twice in the past. Physician recharge mode had been attempted at home, but the process could not be remembered, no por (power on reset) or clock icon were seen at home. It was also reported that the overdischarge was confirmed together with patient non-compliance. Patient status at time of this report was not possible to obtain. Surgical intervention was required as a result of the event. Battery replacement was being scheduled. Patient symptoms/complications were return of baseline pain in right and left legs. Three weeks later it was reported that patient's battery replacement was scheduled for (B)(6) 2013 at 2 pm. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information confirmed that the patient has a ¿recent exacerbation of their chronic headache, post laminectomy syndrome, and cervicalagia during the event. Normal depletion of the implantable neurostimulator (ins) was noted. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial # (B)(4) showed that the battery was at end-of-service (eos) due to 3 overdischarge conditions. The device was received with no telemetry. After the device was recovered with a physician mode recharge (pmr) procedure, the trace report indicated that the total recharge count was 113. The last successful recharge session performed while the device was implanted was on (B)(6) 2000 where it was charged for 2 hours 5 minutes and the battery changed from 2.740 volts to 3.730 volts. The device discharged to the lock mode on (B)(6) 2000. Analysis of plug/boot accessory model 3550-29 serial #unknown showed no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code .if information is provided in the future, a supplemental report will be issued.